Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a battery out limit alarm during normal use. The customer's blood glucose was 140 mg/dl at the time of incident. The customer stated that they were unable to clear the battery out limit alarm with esc and act button. The insulin pump will be returned for analysis.